Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+, thin leaflets, a large annulus, and an enlarged atrium. An xt clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tissue damage was observed. To stabilize the slda, two additional clips were implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.